Event description:
It was reported that a pt stopped experiencing the usual voice alteration with stimulation and no longer felt stimulation. The pt also had increased depression, but below prevns baseline level. Further follow-up with the site revealed that the pt's vns settings were different that what was thought to be programmed by the psychiatrist. The pt had not been receiving a full dosing of vns therapy to which she was accustomed. The pt's setting were programmed to the correct settings. Good faith attempts to obtain the pt's programming and diagnostic history to determine how the change in settings occurred have been unsuccessful to date.